Event description:
Additional information was received the device was reprogrammed to resolve previous episodes of pptwos. Although, new pptwos episodes were observed on the device. The device was then reprogrammed again to resolve the event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.

Event description:
Additional information was received that fusion was observed on the device, it was then resolved by reprogramming.